Event description:
It was reported that during atrial fibrillation (afib) ablation procedure with varipulse catheter and qdot micro¿ catheter, the patient experienced av (atrioventricular) heart block when the catheter was taken out. The patient required a pacemaker implant. It was reported that during the case the patient av node "was taken out during the procedure, via pressure while trying to go transseptal" the patient had complete heart block. While the physician was trying to go transseptal, while looking for a good transseptal spot via ice (intracardiac echocardiography), the physician position appeared too inferior, but the physician continued to try to maneuver the transseptal sheath and needle to a good site. The medical team noticed that the patient beats per minutes began going from approximately 110-120 to about 30-40. They notice that the atrioventricular node may have been pressed while trying to find a transseptal spot. As the case progressed, the heartbeat started to drop to about 20 beats per minute. A quad was put into the heart and the patient began to be paced. After a while of coming off pacing, the patient was asystole. The physician had to put a permanent pacemaker. The patient then stabilized. The case continued and a pulmonary vein isolation was completed. The physician added the patient's strange anatomy could be the reason. The case was completed successfully. Bwi products in use were varipulse catheter, qdot micro catheter, trupulse generator, ngen rf generator, and carto 3 system. There are two reports for this event. This report is for the qdot micro. A separate report has been submitted for the varipulse.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).